Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the keypad issues were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.